Manufacturer narrative:
(B)(4).similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) to cycle power. The tsr explained the reason for the alarm. The tsr advised hp to start over with new supplies. Product surveillance contacted the patient on (B)(4) 2011. According to the patient, she did not observe any defects, holes, or leaks in the supplies. The patient discarded the supplies and started over with new ones. The patient has not had any issues since. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.